Event description:
It was reported that following an artificial urinary sphincter (aus) activation, the patient experienced constant pain. A replacement surgery was performed in which the existing 3.5 cm cuff was removed, and a new 4.5 cm cuff was implanted. It was suspected that the pain symptom was related to the cuff being too tight. There were no further patient complications.